Event description:
Plaintiff alleges suffering severe and irreversible type-1 latex allergy as a direct result of continued and repeated exposure to latex gloves. She alleges that as a direct result of allergy, she is severely restricted in her life as to where she can go and what she can do. She alleges suffering from dermatitis, hives, wheezing, respiratory distress, and other physical injuries, as well as great despair and loss of enjoyment of life.